Event description:
It was reported that while attempted to administer medication via epidural catheter, the catheter blocked and failed to deliver medication. There was no delay in therapy and no medical intervention required. There was a patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.